Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h11. The device was returned to olympus for inspection and the reported failure was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had broken transducer rubber. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was/was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a cut on pink rubber of the distal end probe, missing adhesive on the distal elevator cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.